Event description:
It was reported that patient presented in clinic for routine generator change. Before procedure, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. No intervention was performed. The patient was stable.